Event description:
The info provided to sjm indicated a 23 mm epic valve was explanted due to an elevated gradient. The pt had experienced shortness of breath and had significant coronary artery disease. Aortic valve replacement was performed and a ce perimount valve was implanted. The pt was recovering following the event.